Event description:
It was reported that a dissection occurred. The target lesion was located in the left main (lm) to left circumflex (lcx). A synergy ous mr 3.00 x 20mm was deployed to treat the target lesion. Post deployment, a dissection was noted in the lcx. Another stent was deployed overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.